Event description:
The laser system has the following problem: "error message on pc panel start-up". No adverse effects to pt were reported.

Manufacturer narrative:
The problem was due to software onto the pc panel just to be reloaded. After the software reload the laser system restarted to work correctly. We are unaware about pt injury.